Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (260mg/dl) for the past few days. Elevated glucose levels were treated by delivering a correction bolus. During system check, it was found that the customer received an auto off alarm in the morning. The customer was advised that the auto off alarm will suspend insulin delivery. The customer had recently changed profile settings with their healthcare provider, but was not sure if they changed the settings correctly. The customer will consult with their healthcare provider. Tandem technical support also recommended that the customer change out the insertion site.